Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for gastroparesis. Customer did not provide further information. Although multiple attempts were made by tandem technical support to confirm if pump or supplies contributed to the event, customer did not reply.